Manufacturer narrative:
All of the buttons functioned properly; however, a corroded keypad was found. The unit had a cracked reservoir tube lip, a minor scratched display window, a cracked case at the display window corner, cracked battery tube threads, and a cracked reservoir tube.(B)(4)

Event description:
The customer called in to report a keypad anomaly. The customer's blood glucose level was 215 mg/dl. The customer could not recall any significant events leading to the issue. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.